Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it was reported that the severe native leaflet calcification caused the annular rupture. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, an annular rupture observed post deployment of a 29mm sapien 3 valve. The patient was converted to open surgery and the s3 valve was explanted. Bav was not performed during the procedure. There were no issues while positioning the s3 valve in the aortic annulus. The delivery system was prepped with 35cc inflation volume as per the physician's request, because of the aortic valve area of 662 mm2. Post deployment, the s3 valve landed in an 80:20 aortic/ventricular position, as intended. Initially, post implant the blood pressure (bp) was recovering, but then started to drop and echo noted a pericardial effusion (pe). The pe was observed for a few minutes since it was slowly developing. The operator decided to perform a pericardiocentesis and 160 cc of blood were removed. However, the pe continued to evolve and a pericardial window was created. The bleeding source could not be identified and the chest was opened. Bleeding around the aortic annulus was identified due to an annular rupture next to the left main artery. The s3 valve was explanted and the area was repaired. A surgical valve was then implanted. The patient remained stable throughout the procedure. The annular rupture was caused by the severe native leaflet calcification. There was no annular calcification near the left main, but there was severe native leaflet calcification. It was felt that during deployment the native leaflet tore and went up into the spot under the left main, where the leaflet calcification caused the injury. In addition, the patient has liver cirrhosis, which contributed to friable cardiac tissue and a low platelet count at baseline that may have contributed to the bleeding not resolving before opening the chest.